Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the trunav drill was drilled over the guide pin, once the distal drill tip entered the joint and the blade was ready for deployment the blade would not deploy using the standard technique. The drill mechanism on the drill broke off during the drilling process. The procedure was completed with a backup device and no significant delay or patient complication was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found minimal debris on the device. A functional evaluation revealed the device operated as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.